Manufacturer narrative:
(B)(4). Patient medications include but are not limited to aspirin.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair for an aortic aneurysm involving the visceral branch vessels as part of the (B)(6) study. It was reported that the procedure entailed implant of two gore excluder aaa contralateral leg endoprostheses, one gore excluder iliac branch endoprosthesis, and the use of three gore dryseal sheath with hydrophilic coating. The procedure was successfully concluded with no reported complications. Later within this same 24 hour period it was reported that the patient had a thrombosis of the posterial tibial artery. A thrombectomy of the posterial tibial artery was performed. The primary relationship was reported to be related to the endovascular procedure and not device related. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
Further investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00105 was submitted in error, and is hereby retracted.